Manufacturer narrative:
This event occurred outside of the united states, due to international privacy laws, the pt info was not provided.

Event description:
It was reported that during the procedure the suction quit working on the super turbovac. The surgery was completed without further incidents using a shaver. There were no pt complications reported as a result of this event.